Manufacturer narrative:
(B)(4). Date of event: only event day and year known: (B)(6) 2020. Batch # u5dk3a. (B)(4). Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received damaged and fully fired. The returned reload unit can be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a bariatric procedure, the gst reloads are very difficult to insert into the device, requiring the surgeon to insert them for the scrub tech. There was no delay and the surgery was completed successfully. There were no patient consequences.